Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 28 mg/dl. The customer was treated with apple juice. Customer's blood glucose this morning is 82 mg/dl. Customer's father does not have the pump with him, patient is at school.